Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6) , batch: 18546145. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) , batch: 18565711.

Event description:
It was reported that the patient was experiencing overstimulation caused by stimulation. It was also mentioned that stimulation slowly providing adequate pain relief. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.